Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it, and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. One day earlier, between 8 and 8:30 pm, the pt obtained blood glucose results of "95 mg/dl" with a lifescan meter and "54 mg/dl" on another meter, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After obtaining the meter result, the pt took an increased dose of his diabetes medication (30 units of 75/25 insulin and 1 metformin pill). It would have been helpful to know the pt's usual medication regimen. Some time after taking the medication, the pt reported that his stomach "felt funny", he had blurry vision, and he was sweating. The pt denied receiving medical attention following use of the meter. The pt performed a control solution test, which passed. Replacement products have been sent. This complaint is reported, although the control test passed, the pt allegedly took an increased amount of medication and subsequently suffered from symptoms suggestive of hypoglycemia.